Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant in a patient with a high risk case of complete atrioventricular block (cavb), preoperative right bundle branch block (rbbb), and a membranous septum of 1.2mm. The patient had no history of arrhythmia. The device was successfully implanted using a flexnav delivery system at a depth of 4mm. Post-procedure the patient was confirmed to have cavb and a temporary pacemaker was implanted, with no indication that a permanent pacemaker was required. There was no calcification extending beneath the aortic annular plane in the interventricular septum.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete atrioventricular block (cavb) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported complete atrioventricular block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstance as the patient required placement of temporary pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant in a patient with a high-risk case of complete atrioventricular block (cavb), preoperative right bundle branch block (rbbb), and a membranous septum of 1.2mm. The patient had no history of arrhythmia. The device was successfully implanted using a flexnav delivery system at a depth of 4mm. Post-procedure the patient was confirmed to have cavb and a temporary pacemaker was implanted, with no indication that a permanent pacemaker was required. There was no calcification extending beneath the aortic annular plane in the interventricular septum.